Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was found incoherent and was taken to the emergency room. Nurse call for instructions on what to do with customer's insulin pump. Customer's blood glucose was not reported. Medtronic representative spoke with patient the following day and patient advised that it was not certain if he had a heart attack or not. Insulin pump was disconnected by customer's spouse at the hospital.